Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an error 2 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time in the afternoon. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and she continued with her usual diabetes management routine in response to the alleged issue. Although the patient denied developing any symptoms of high or low blood glucose, she reported being hospitalized on (B)(6) 2014 at an unknown time. The patient was reportedly tested at the hospital and obtained a reading of ¿300 mg/dl¿ on an unknown brand meter. The patient was treated by a healthcare professional with insulin. It is not known how long the patient was in the hospital. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.